Event description:
The infusion pump was received at the service facility with a vague report that the device "goes faster then programmed". No specific pt or clinical info was able to be received. No pt injury was reported.